Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an off no power alarm, low battery alarm and failed battery alarm. Customer's blood glucose was 265 mg/dl. During troubleshooting, customer reported that battery was previously used and insulin pump was not dropped or bumped, there was no unattended alarm and battery cap was not damaged. Customer did not receive a low battery alert prior to off no power. Customer was not able to complete high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back when able to complete high pressure test.